Event description:
A spinning spiros¿ repirtedly caused a leak of 5fu form a chemoclave when being used with an accufuser elastomeric pump during a patient's IV infusion. The customer was not able to identify where it was leaking from. There was no reported patient harm; however there was an unspecified delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.